Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient¿s colleague noticed that the patient was ¿falling¿ (loss of coordination). The colleague called 911. Once the paramedics arrived, the cgm reading was reading 86 mg/dl and the bg meter reading was 30 mg/dl. The paramedics treated the patient with IV dextrose (d25) and recovered after treatment. The patient was not taken to the emergency room. The patient was in good condition at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.